Manufacturer narrative:
It was determined that the reported product fault was due to a supplied item. A notification was sent to the supplier.

Manufacturer narrative:
It was determined that the reported product fault was due to a supplied item. A notification was sent to the supplier., corrected data: g7: follow-up number.

Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a portex® tracheal tube cuff was porous, which required the user to monitor and inflate the cuff several times via increasing gas flow. It was noted by the company sales representative that the issue stemmed due to misuse of the device by the nurse. It was unclear how the device was misused. No patient injury was reported.